Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip of the tube was deformed in an oval shape and partially teared. Compression buckling occurred on the part of the tube near the handle. The radiopaque tip was deformed in a distorted circle shape. There was a deformation on the edge of the radiopaque tip as if something got caught. From the fixation mark of the tube, the radiopaque tip was fixed in the correct position. The device history record was reviewed and found no irregularities. Based on the evaluation result and the past similar cases, it was known that the radiopaque tip fell off since the biopsy forceps cup got caught on the radiopaque tip when the biopsy forceps cup was advanced and retracted in a state where it was not closed. The above device handling has warned in the instruction manual as follows. Do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Event description:
During an endobronchial ultrasonography with a guide sheath (ebus-gs), the subject device was used. When the user withdrew the guide sheath after collected specimens several times, it was found that the radiopaque tip was missing. The user checked with x-ray and found the radiopaque tip in the patient body. The user inserted an endoscope again, and could remove the radiopaque tip. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the radiopaque tip.